Event description:
Health professional reported allegedly a lap-band port was repositioned. The physician was "unable to do the adjustment" and had "trouble accessing" the port. No diagnostic testing was conducted. The reporter of the event had no further info regarding the reason for the port repositioning.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "8. Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."